Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 250 mg/dl while wearing the pod between 1 and 2 hours. Symptoms reported include hyperglycemia and low magnesium. Patient reported bg levels remained high despite removing pod (after deactivation alarm occurred) and giving manual injections, so he went to the hospital. The patient was treated with intravenous fluids and magnesium. Patient was initially admitted to intensive care but was transferred to a different room; he was released after staying overnight in the hospital.